Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A cartridge, infusion set tubing and infusion set site change were performed to resolve the occlusions. The customer's blood glucose was 160 mg/dl).